Manufacturer narrative:
B5 - lens was repositioned on (B)(6) 2022 but that did not resolved the problem. On (B)(6) 2023 the lens was explanted and on this same date, a longer length lens was implanted and this resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.0/+1.5/89 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was explanted and on this same date, a longer length lens was implanted and this resolved the problem. The cause of the event was reported as unknown and noted the device did not fail to perform as intended.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Unable to perform lens width due to lens haptic damage. Dimensional inspection found the lens to be within specification. (B)(4).